Event description:
As reported by our european affiliate, a ventricular perforation occurred during the transfemoral tavr procedure, requiring surgical repair. Additional information received noted the patient expired the night of the tavr procedure. It was reported that the patient did not recover completely from the ventricular perforation.

Manufacturer narrative:
Additional information: narrative text. Additional information received from our european affiliate indicated the patient has expired. The details of the patient¿s death cannot be confirmed. The interval between the tavr procedure and the date of the patient¿s death cannot be confirmed.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, in addition to procedural factors (position of the stiff guide wire pre-bav, and high push force used during bav and valve deployment), patient factors (age, gender and severely tortuous femoralis aorta descends and aortic arch) likely caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by our european affiliate, a ventricular perforation occurred during the transfemoral tavr procedure, requiring surgical repair. During the procedure, the patient was noted to have severe tortuosity of the femoralis aorta descends and aortic arch. The stiff guide wire was inserted into the left ventricle and was noted to have an unusual loop in the apex. The guide wire was not repositioned and balloon aortic valvuloplasty (bav) was performed. Following bav, the patient¿s blood pressure dropped and transesophageal echocardiography (tee) showed pericardial effusion. CPR was initiated and a pericardiocentesis was performed, however the bleeding did not stop. No aortic root dissection was indicated on tee or angiography. The procedure was continued and a 23mm sapien 3 valve was deployed under CPR. The procedure was then converted to open surgery to repair the perforation. A 12mm crack in the left ventricle was found and sutured with patches. Following the procedure, the patient was transferred to ICU in stable condition. It was perceived that the wire position likely caused the wire to be pushed through the apex during bav. The high push force used during valve deployment likely enlarged the puncture/perforation to the 12mm crack.